Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx trucor coronary drug eluting stent, stent deformation occurred in vivo post deployment. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. After post-dilatation of the stent, imaging revealed that the stent was deformed and broken in vivo. An unsuccessful attempt was made to remove the non-medtronic guidewire. The wire tip became caught on the broken stent and subsequently broke the wire tip. A second stent was then placed to secure the broken wire tip. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there were no issues noted with the nc solarice balloon and it did not burst when it was inflated passed rated burst pressure. The physician assessed that the nc solarice balloon did not cause or contribute to the deformation of the stent. Initial reporters phone number. Image review: analysis of the procedural images provided identified a lesion in the proximal lad. Pre-dilation of the lesion site could be observed, followed by delivery and deployment of a stent. A gap is evident between mid-stent struts however it is unclear from the images provided if the gap is due to damage to the stent or protruding vessel morphology. Post-dilation of the deployed stent could be observed, followed by retraction of the guidewire. The loop of guidewire became entrapped in the stent at the point of deformation and subsequently detached. A second stent was deployed overlapping the first, entrapping the guidewire tip. Improved lumen patency could be observed following treatment. Correction: the nc solarice balloon used for the post-dilatation was not damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent or cell of a stent. The onyx trucor stent was not explanted after imaging identified deformation of the stent. No intervention was performed to secure the stent. Image review: fluoroscopic images of a deployed stent in the vessel were provided for analysis. A gap is evident between mid-stent struts, however it is unclear from the images provided if the gap is due to stent deformation or protruding vessel morphology. Correction: issues were noted during post dilation and the stent deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: excessive force was not used during delivery. Resistance was noted during withdrawal of the device. Force was used, but no excessive. A 3.00x15mm nc solarice balloon was used to post dilate the onyx trucor with 22 bar pressure used. It was later detailed that the stent was only deformed and the stent was not fractured or detached. A second onyx trucor stent was then placed to secure the broken wire tip and it was successfully implanted. - annex a code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.